Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that on the same day, following a pelvic floor repair procedure performed on (B)(6) 2010 using an uphold vaginal support system, the patient experienced "buttock pain." The patient was admitted into the emergency room to be examined and the physician prescribed the patient pain medication (type and length of prescription unknown). The patient was reportedly in pain for two days but is "fine now," and the uphold procedure was deemed "successful" by the physician.